Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of device tones and a fault message indicating the presence of a magnet following patient surgery for an unrelated medical issue. The representative reported that a magnet was applied to the device to temporarily inhibit tachycardia therapy during the surgery. The patient subsequently reported hearing device tones while driving home. The patient returned to the clinic, and during device interrogation, the device displayed a message indicating the presence of a magnet, although there was not one in proximity of the device. A bsc technical services (ts) consultant assisted in stopping the tones by programming enable magnet use off and toggling tachycardia mode off and on. Ts requested a download of device data for an engineering analysis, and discussed the possibility of a stuck microswitch. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
Analysis of the submitted device data indicated the switch had been stuck in a closed position. The patient subsequently reported the device had been explanted. A boston scientific field representative subsequently reported no additional information was known regarding the device explant. This device's reporting status is changed to serious injury from malfunction due to the device's subsequent explant with an associated malfunction. This report will be updated if additional information is received or if the device is returned for analysis.